Event description:
Information was received from a service and repair via a manufacturer representative regarding a device used in an unknown spinal therapy. It was reported that there were air bubbles in the endoscope. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the event occurred during pre-operative inspection.

Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin - japan h3: product analysis - product: 9560100, lotno: unknown during the inspection at the time of acceptance, it was confirmed that the coupler part was malfunctioning, the camera was unable to focus, and that foreign objects were visible when the camera was out of focus. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.